Event description:
Terumo medical corporation received the following reported information: radifocus guide wire m was used in the percutaneous transhepatic cholangio drainage (ptcd) procedure. It was used in combination with a competitor's ptcd catheter "skater 7fr-25cm". It was used in combination with a metal inner tube, and the guidewire was cut during operation. Although it was cut, it was removed from the patient's body using a snare. The procedure outcome was not reported. The patient had recovered.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) number: k923607, k926214. The actual device has been returned for evaluation. Actual device upon receipt: a guidewire main body and a fractured piece. The fractured piece had been deformed. Microscopic and electron microscopic inspections. Fractured piece. The outer layer had been elongated, and a torn shape was found in the fractured section. The wire had been exposed at the fractured section. It had been deformed at approximately 47mm from the distal end. No anomaly such as a scratch was found in the deformed section. No anomaly such as a scratch or deformation was found in other sections. No taper was found on the side surface of wire at the fractured section, and it had been curved. Dimple patterns (hole-shaped patterns) were found on the top surface of wire at the fractured section. <guidewire main body, the outer layer had been elongated, and a torn shape was found in the fractured section. No exposure of the wire was found in the fractured section. - no anomaly such as a scratch or deformation was found in other sections. Electron microscopic inspection of the wire the outer layer of guidewire main body was removed to confirm the condition of wire at the fractured section. No taper was found on the side surface of wire at the fractured section, and the fractured surface was diagonal. Dimple patterns were found on the top surface of wire at the fractured section. Confirmation of dimensions outer diameter at the normal sections met the factory's specifications. No anomaly was found. Confirmation of the missing length. Guidewire main body: approximately 368mm. Fractured piece: approximately 432mm. Total length: approximately 800mm. Current product: approximately 800mm. Compared to the current product, it was likely that there was no missing length in the actual device. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Simulation test_ regarding the fracture on the guidewire, following simulation test was performed. Repeated 180° bending force was applied to the wire. No taper was found on the side surface of wire at the fractured section, and it had been curved. Dimple patterns were found on the top surface of wire at the fractured section. These conditions were likely to be similar to those of the actual device. Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions of the actual device. From the conditions of actual device and simulation test result, as a possible cause of occurrence, it was likely that since repeated bending force was applied, metal fatigue occurred in the actual device, and the wire was fractured. When the device was subsequently removed, pulling force was applied, causing the outer layer to elongate and tear, resulting in detachment inside the patient's body. In addition, it was likely that there was no missing length in the actual device. Regarding the cause of deformation on the actual device, it was inferred that excessive force was applied to the involved section during the procedure. However, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.